Event description:
It was reported that two weeks after the implant the pt experienced a burning sensation at the ipg pocket site and the incision looked red. The redness resolved by itself. Hard nodules and discomfort at the ipg site was noted during the physician's visit. The physician recommended ice packs on the pocket and a f/u appointment was scheduled. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.